Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
It was reported that the patient's drg lead located at l3 had migrated, which was confirmed through fluoroscopy. Effective stimulation was not able to be achieved for patient therefore surgical intervention is planned for a later date.

Event description:
Additional information received indicated that the l3 drg lead was removed and replaced. Patient has effective stimulation post-operatively.